Event description:
The recipient's mother reported that the child did not have hearing benefit with her device from the beginning and she felt a lot of pain around the implant area. The recipient has a small amount of speech only because she used hearing aids before implantation. Furthermore, a little bit of redness could be seen around the stitched area. The implant can be touched and felt easily from over the skin. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient experienced pain around the implant site. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's mother reported that the child did not have hearing benefit with her device from the beginning and she felt a lot of pain around the implant area. Furthermore, a little bit of redness could be seen around the stitched area. The implant can be touched and felt easily from over the skin. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient experienced pain around the implant site. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient's mother reported that the child did not have hearing benefit with her device from the beginning and she felt a lot of pain around the implant area. The user has been re-implanted with a new device.